Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was 127 mg/dl at the time of the incident. Customer stated that the display was blank less than 30 seconds and then returned. Customer stated that the display went back. Customer stated that the contacts on the battery cap was neither damaged nor corroded. The insulin pump will not be returned for analysis.